Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy drain effluent. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. There were also septations found in the patient¿s peritoneum. The patient was treated with amikacin and vancomycin intravenous (IV) (doses and frequencies not reported). The outcome of the peritonitis and septations in the peritoneum were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.